Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box showed no evidence of short battery life. The battery compartment had no cracks and there was no corrosion in battery compartment or on battery cap. The pump rewind, load, and prime steps were performed with no loss of power. The pump was exercised for 24 hours on a one unit per hour basal program with no loss of power. The power inspections were inspected and no defect found. And the display was fully functional. There was no defect found with this complaint.

Event description:
On (B)(6) 2012, it was reported that the pump became warm during use. The patient reported that there was no injury as the result of the temperature. The patient said there was no evidence of moisture or corrosion in the battery compartment, the pump is not worn during swim activity, and the battery cap was about 6 or 7 months old. This complaint is being reported because the issue of temperature could not be resolved during the contact.